Event description:
It was reported that following the implant, the device was interrogated and the atrial lead was found to be not sensing or capturing. The lead was determined to be dislodged, and was repositioned. The lead remains in use. The patient is enrolled in the surescan pas clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead - 2012 (B)(6); (B)(4) implantable heart valve - 1986 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.